Event description:
It was reported that the surgeon inserted a competitor's lens using an msi injector and the injector tore off a haptic during insertion. The incision was enlarged to remove the lens and sutured after another iol was implanted. The patient's current prognosis is good.

Manufacturer narrative:
Evaluation: a lot order search was performed on the cartridge and there were two (2) similar complaints found.